Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (she had hysterectomy.). Essure was removed. At the time of the report, the medical device removal, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿abdominal distension, fatigue" most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media: new events - bloating, fatigue were added. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and fatigue ("fatigue"). The patient was treated with surgery (she had hysterectomy). At the time of the report, the pelvic pain, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received. New event added: lot of pain. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fatigue ("fatigue") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (she had hysterectomy). At the time of the report, the pelvic pain, abdominal distension, fatigue and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, fatigue, pelvic pain and vitamin d deficiency to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: vitamin d deficiency. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.